Event description:
The device complainant alleged that during biomed testing. The device failed the electrical safety test for ground resistance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.